Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the gas delivery system (gds) to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that during clinical use, the ventilator has a low leak carbon dioxide (co2) rebreathing risk alarm when using customer circuit without whisper swivel. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 06dec2018. The gas delivery system (gds) was received at philips for evaluation. Visual inspection of the returned component revealed no signs of contamination or damage. The gds assembly was installed into a test ventilator. The test ventilator failed with co2 rebreathing circuit risk alarm. Further testing indicated that the air flow accuracy failed. An airflow sensor drift caused the unit to pass out of the specified range. Replacement of a combination of the airflow sensor subsystem components and replacement of a combination of oxygen flow sensor components resulted in the unit passing all testing. The root cause of the failure was determined to be fault in a component of airflow and oxygen flow subsystems.